Event description:
It was reported that the display was completely non-functional, only showing a grey backlit screen. There was no adverse impact to the customer's blood glucose level. The customer planned to use a manual injection therapy as a backup to ensure insulin delivery continued. Technical support replaced the pump with one that had updated software, and they provided instructions on returning the malfunctioning pump using a prepaid label.